Event description:
Visual analysis of the returned intravascular ultrasound (ivus) imaging catheter found the distal tip assembly was broken off. The tip assembly was not received. Details around when and how the tip was separated from the catheter are unknown. It was reported that this occurred during the preparation of the intravascular ultrasound (ivus) for a percutaneous coronary intervention (pci) procedure and was not used in the patient.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. The returned catheter was visually inspected, approximately 21.0cm of the distal tip assembly was broken off and missing, one hub wing was bent and imaging core wind up in the telescope assembly was observed. Bloodstain was observed inside of the distal tip assembly and fluid was observed inside the telescope assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The fracture location of the distal section was analyzed using sem (scanning electron microscopy). Based on results of the sem analysis, this break is clean and abrupt with no signs of elongation. This break is consistent with previous failures of this nature that had a higher level of catheter oxidation and brittleness. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: ¿ never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. ¿ do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. ¿ if resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. ¿ when advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. ¿ when readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. The labeling review was performed and found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the fragile tip detachment failure has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature; a cause of design has been assigned. The manufacturer will continue to monitor complaints to detect any potential pattern.

Event description:
Visual analysis of the returned intravascular ultrasound (ivus) imaging catheter found the distal tip assembly was broken off. The tip assembly was not received. Details around when and how the tip was separated from the catheter are unknown. It was reported that this occurred during the preparation of the intravascular ultrasound (ivus) for a percutaneous coronary intervention (pci) procedure and was not used in the patient.

Manufacturer narrative:
Add'l MFR. Narrative: the returned catheter was visually inspected and approximately 21.0cm of the distal tip assembly was broken off and missing, one hub wing was bent and imaging core wind up in the telescope assembly was observed. The fracture location of the distal section was analyzed using sem (scanning electron microscopy). Based on results of the sem analysis, this break appeared to have portions of the surface that were stretched while other portions of the surface had no signs of elongation. The analysis revealed very low levels of oxidation and the fracture was likely not brittle based on the observed break in the imaging window near the mid shaft bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The probable cause is undeterminable.

Event description:
Visual analysis of the returned intravascular ultrasound (ivus) imaging catheter found the distal tip assembly was broken off. The tip assembly was not received. Details around when and how the tip was separated from the catheter are unknown. It was reported that this occurred during the preparation of the intravascular ultrasound (ivus) for a percutaneous coronary intervention (pci) procedure and was not used in the patient.